Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the inferior vena cava. A 24mm x 70mm wallstent stent was advanced to the target lesion. The physician deployed the stent however the distal end of the stent moved and slid proximally from its intended location. The stent was not deployed where the physician wanted it to be placed. The subpart of the stent was deployed and reported that it was okay. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.